Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag, that: "on (B)(6) 2026 the breathing circuit set with pn 260128 / ln 202499, following surgical procedure completion, staff from the onit unit (ICU) arrived to retrieve the patient with their equipment. The anesthesiologist connected the intubated patient to a hamilton portable mechanical ventilator, whereby the device began displaying an error "exhalation obstructed" and not allowing the patient to exhale fully. The device was prior tested and did not exhibit any abnormalities. Another hamilton transport ventilator was used for transport without any issues." Patient involvement with medical intervention (utilization of another ventilator during intubation) was reported. No patient, user, or third-party harm was reported.